Event description:
It was reported by (B)(6) sales rep during a jts distal femur replacement implant surgery, the physician expressed dissatisfaction with using a general impactor to seat an uncemented stem and absence of slap hammer in the instrumentation kit.

Manufacturer narrative:
The complaint is in relation to a slaphammer not being provided in the instruments kit. An investigation in 2015 found that at the time of the complaint siw had run out of its slaphammer stock. Instead of the slaphammer a general impactor was supplied as part of the instruments kit. It was determined that a general impactor would be suitable and effective for this procedure. Both procedures ((B)(4)) were completed successfully. Siw has subsequently obtained an excess stock of slaphammers to prevent this type of occurrence. This complaint is being closed and is being tracked and trended. Corrected data - device name corrected from custom distal femur replacement implant to jts extendible distal femoral implant common device name corrected from custom distal femur to limb salvage system

Event description:
It was reported by stanmore implant's sales representative during a jts distal femur replacement implant surgery, the physician expressed dissatisfaction with using a general impactor to seat an uncemented stem and absence of slap hammer in the instrumentation kit. This is a supplemental report to 3004105610-2015-00012 ((B)(4)).

Manufacturer narrative:
The slap hammer was not supplied for this procedure and an investigation is ongoing. A final report will be submitted. Please not that this custom distal femur replacement implant is similar to pt specific distal femoral ((B)(4)).